Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6). And the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020, due to a serious decline in patient condition. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1: of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered, when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains, that pi events are assumed by the system, during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit. And slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing intermittent low flow alarms despite optimal medical management. The patient's doctor has requested to have the low flow 2.0 software installed on the patient's primary and backup system controllers. The upgrade was scheduled for (B)(6) 2020. It was reported that a log file review was requested for the patient who experienced orthostatic hypotension and a syncopal episode the morning of (B)(6) 2020 (otherwise hemodynamically stable, off pressors). The patient later experienced a mental status change and bleeding around chest tube site with associated drop in hemoglobin. The patient was intubated and vasopressors were escalated. A transthoracic echocardiography (tte) and transesophageal echocardiography (tee) were done emergently due to acute clinical deterioration. Patient noted to be in cardiac standstill. Advanced cardiac life support performed. Patient deceased at 2116 on (B)(6) 2020. According to technical services, the periodic log file appeared normal. The event log file showed the driveline was connected (B)(6) 2020 at 12:02:27. The pump begins to operate at the set speed of 4800 rpm. The pump operated at the set speed until (B)(6) 2020 at 22:24:13 when an intentional pump stop occurred. The pump restarted on (B)(6) 2020 at 22:24:22. The pump operated at the set speed until (B)(6) 2020 at 22:24:25 when another intentional pump stop occurred. The pump restarted on (B)(6) 2020 at 22:29:21 and operated at the set speed of 4800 rpm. The driveline was disconnected on (B)(6) 2020 at 22:29:41 and the pump stops. The pump remains stopped for the remainder of the log file. When the pump was operating at the set speed the log file captured 4 intermittent low flow events. The pump appeared to be operating as intended.